Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Engineering evaluation was unable to reproduce the reported air in line alarms caused by contamination of the upstream sensor due to fluid intrusion. Evaluation also found the upper and lower readings of the ultrasonic sensor to be below specification. The upstream sensor was replaced to correct this condition.